Manufacturer narrative:
It was reported that a revision surgery was performed due to sepsis. The affected complaint devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated. A medical assessment noted that the report of the revision is not confirmed due to the limited documentation provided. Without the requested clinical information and/or the analysis of the explanted device, a thorough investigation cannot be conducted. Therefore, it cannot be concluded that the revision was due to a mal-performance of the implant. If it was due to infection, given the time after the revision and the final revision, the components would not be the root cause and it would likely be hematogenously spread. The patient impact beyond the revision and post-operative healing and rehab cannot be determined. No further clinical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery has been scheduled for the right knee due to sepsis. Primary surgery was in (B)(6) 2019. More details will be provided.